Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thrombus was suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Hw28709: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump hw28709 in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "high power" was confirmed via log file analysis which revealed an increase in power consumption starting (B)(6) 2017 through (B)(6) 2017 to parameters above normal operating range. 62 high watt alarms were logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed no evidence of thrombuswithin the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient was admitted to the hospital on (B)(6) 2017 following 10 days of "high watt" alarms, elevated flows, hemolysis, and hematuria. Patient was placed on heparin and inotropes on admission. It was also stated that the patient was taken to the operating room (or) for a pump exchange on (B)(6) 2017 and the patient was alive. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 62 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received heparin and inotropes with no success; so the patient underwent a pump exchange on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.